Event description:
Screw head broke into three (3) pieces just before engaging with the metaglene. The threaded portion of the screw remained in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA on the results of this investigation once it has been completed.